Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pca did not administer the patient's requested dose. When the biomed department reviewed the patient history, they found that there was one total request, one total delivery, however, zero drug delivered. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the pca module did not administer the patient's requested dose was not confirmed. Physical inspection of the device showed a cracked handle and securing screw boss. Review of the event logs shows that 5 pca requests were made and delivered on the reported incident date. There were no entries that would indicate a pca handset disconnection or pca module malfunction had occurred. Testing was performed on the device and handset and no irregularities were observed. The root cause of the customer¿s report that the pca module did not administer the patient's requested dose was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca did not administer the patient's requested dose. When the biomed department reviewed the patient history, they found that there was one total request, one total delivery, however, zero drug delivered. There was no report of patient harm.